Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on approximately (B)(6) 2013, patient experienced a possible detached sensor wire. Patient reported that the senor wire was detached from the sensor and attached to applicator. No medical intervention was required.